Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: pentaray nav eco catheter (model# d-1282-11-s). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. After completing the pulmonary vein re-isolation, when burst pacing was being performed using the coronary sinus (cs) catheter, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram (ice). A pericardiocentesis was performed and yielded 500 cc of venous blood and the blood pressure rose gradually. There is no information regarding extended hospitalization. Patient outcome was improved. There were no factors cited that may have contributed to the adverse event. Physician indicated that the non-bwi ice catheter situated in the right ventricle may have inadvertently perforated the cardiac muscle. It was noted that this was the suspected scenario since the adverse event occurred immediately after removing the non-bwi ice catheter and since it was venous blood that was aspirated from the pericardial space. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. A transseptal puncture was performed with an unspecified needle. There is no information regarding the sheath. Generator was set on power control mode. There is no information regarding generator settings, overall ablation time, or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow rate or anticoagulation during the procedure. There were no error messages observed on any bwi equipment during the procedure.